Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigations planned. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported obtaining 'lo' message (readings less than 40 mg/dl) and unspecified low readings from the adc freestyle libre sensor, that were lower than he felt. The customer experienced symptoms of fatigue, "heavy head" and had contact with a healthcare provider. An unspecified glucose reading was taken on a healthcare meter and customer was treated with insulin (dose/type unknown). There was no report of death or permanent injury associated with this event.